Event description:
The customer reported obtaining low white blood cell (wbc) results with no instrument suspect messages for two (2) patient samples run on the lh 500 hematology analyzer. This report references one of the patients (patient 1) who was involved; please refer to medwatch report #1061932-2013-02843 for a report of the other patient. The erroneous results for patient 1 were reported out of the laboratory and the patient was treated with neupogen, based on a reported wbc result of 1.5, to elevate the wbc count as the patient is on chemotherapy. The customer stated that there have been no adverse effects to the patient's condition to date. Subsequent repeat of the patient's sample on an alternate analyzer on the same day produced results which did not match the initial results obtained from the lh 500 analyzer. The customer checked the sample for clots but none were found. A review of patient 1's results indicates that decreased wbc, red blood cell (rbc), hemoglobin (hgb), hematocrit (hct), and mean corpuscular volume (mcv) results without instrument suspect messages were generated on the initial run when compared to the rerun results obtained from the alternate analyzer and the lh 500 analyzer post troubleshooting. However, rerun results from the alternate analyzer generated variant lymphocytes suspect messages. The rerun results from the alternate analyzer and the lh 500 post troubleshooting correlated and were accepted as correct.. The customer did not perform manual differential on the sample. The customer reported that controls recovered within the established ranges on the day of the event.

Manufacturer narrative:
A beckman coulter customer technical support (cts) assisted the customer with troubleshooting over the telephone. The cts instructed the customer to run a disinfect cycle by bleaching the instrument. The customer stated that following bleaching of the instrument, results recovered within the expected ranges. In conclusion, a definitive failure mode cannot be determined. The customer reported that patient sample results improved after bleaching the instrument. All related medwatch reports associated with this event: 1061932-2013-02840, 1061932-2013-02843.

Manufacturer narrative:
Additional information: raw data was provided and analysis revealed a difference between the original run results, which were determined to be erroneous, and the rerun results following bleaching of the aperture. However, the wbc histogram for the original run alone did not warrant for the instrument to generate a review flag (r flag) to alert the customer that the results needed to be reviewed.